Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient was having a problem. The patient thought the pump was putting out too much medication. The patient stated he also needed to have the pump replaced soon. The event date was stated as 2-3 weeks ago (approximate date of (B)(6) 2017. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-jul-19. The troubleshooting performed included the pump was interrogated and the patient was examined at the follow-up visit. The patient showed no signs of obtundation. The actions/interventions included on (B)(6)2017, the pump was re-programmed with a reduced dose rate. The patient was instructed to contact the hcp if the symptoms did not resolve or go to the emergency room (ER) if they worsened. The cause was stated as the patient stated that he had a similar issue with nausea and vomiting, which started after he had been getting dilaudid via the pump for some time. At that time, changing the pump medication to fentanyl resolved it. The patient felt it may be a similar type of occurrence with the present issue. The pump putting out too much medication had been resolved. The patient reported resolution of the symptoms after reprogramming to decrease the dose rate. The patient¿s weight was not checked the day of the reprogramming. It was (B)(6) on (B)(6)2017 and subsequently was (B)(6) 2017.